Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention due to an issue reported under MFR. Report# 1627487-2020-48834. During the procedure, serous fluid was found at the patient's ipg site. As a result, the patient's ipg was explanted to address the issue. The fluid was tested and the results came back negative/no findings were revealed.